Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet after missed and late meal announcements, treatment of a subsequent low with crackers and juice, and an unintended prolonged pump rewind that paused insulin delivery, with interest expressed in a color ilet due to vision difficulties; the highest glucose was reported as high and the lowest was 67. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included interviews and analysis of information provided by the user and spouse. Investigation of this case revealed no device malfunction, with a usage problem identified related to improper or incorrect procedure, and the user interface was noted as a relevant component given the vision concerns. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.